Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; h10. Visual examination of the returned device found signs of repeated use and a piece from the dovetail feature has fractured off. DHR was reviewed and no discrepancies related to the reported event were found. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a piece broke off of a tibial trial instrument. The instrument was found broken in receiving thus there was no patient involvement.